Manufacturer narrative:
At the date of the present report, the unit has not been returned to the manufacturer facilities for investigation. The csc14 cardioplegia device (B)(4) is not distributed in the USA, but it is similar to the csc14 cardioplegia device (B)(4), which is distributed in the USA (510k#: (B)(4)). Sorin group (B)(4) manufactures the csc14 blood cardioplegia system. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that a foreign particle was found inside the csc14 blood cardioplegia system during a supplier inspection. As the impurity was found by the supplier, there was no patient involvement. The investigation is on going. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that a foreign particle was found inside the csc14 blood cardioplegia system during a supplier inspection. As the impurity was found by the supplier, there was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the csc14 blood cardioplegia system. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that a foreign particle was found inside the csc14 blood cardioplegia system during a incoming inspection acceptance at a local assembler of the perfusion tubing system. As the impurity was found by the local assembler, there was no patient involvement. The complained unit was returned to sorin group (B)(4) for investigation. Visual inspection of the returned unit confirmed the presence of a loose foreign particle within the device. The foreign particle was not identified by the visual controls performed during assembly. The manufacturing floor has been made aware of this issue. To prevent recurrence, a new training procedure was implemented to periodically sensitize and retrain personnel regarding complaints that are attributable to human errors on the manufacturing floor. A review of the DHR did not identify any deviations or non-conformities relevant to the reported failure. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue.